Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead . (B)(4)

Event description:
A manufacturer representative reported that an interstim patient noticed some changes in stimulation at the stimulation location and unusual sensations while using a bone growth stimulator. Uncomfortable stimulation and overstimulation were noted. The change in therapy/symptoms was noted to be sudden. No impedance measurements were taken. No patient identification, product information, event date, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.